Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is two of two reports (3007042319-2015-01811 and 3007042319-2015-01812) submitted for devices related to the same event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. This is two of two reports (3007042319-2015-01811 and 3007042319-2015-01812) submitted for devices related to the same event. Current device location is unknown.

Event description:
It was reported from (B)(6) by medical staff that a patient while at home experienced a critical battery alarm and battery switching with two different batteries. The batteries were exchanged without reported consequences or impact to the patient. No additional information was reported. This is report 2 of 2.